Event description:
It was reported that an interlink system secondary medication set would not infuse. This was identified during patient infusion with zosyn; approximately 6 hours after being hung. The primary infusion was saline at 5cc. All clamps were open on primary and secondary sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 4500440000-2023-8013 for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.